Event description:
It was reported that an ultrasonic examination of the left humerus was performed and it was revealed that the tendon of the biceps muscle was below the attachment site with signs of damage greater than 50% (the complete separation cannot be excluded).

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. No relevant supporting clinical information has been provided to assist with a clinical investigation, and the patient's current condition is unknown.